Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 540 mg/dl. The cause of the elevated bg level was unknown. Bg was addressed via a manual injection of insulin and saline. Reportedly, customer left the ER the following day with the issue was resolved and no permanent damage. System check with tandem tandem technical support confirmed the pump was functioning as intended.